Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that, 3 years and 5 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Eighty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii. No further information was provided.